Manufacturer narrative:
Follow up report received on march 24th that event date unknown, and no patient involvement.

Event description:
Customer response initiated follow up report.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation, the device was started in application, and no problems found with beeping. However, the pump downstream sensor will be replaced as a preventive measure. No fault found during investigation.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette". No reported adverse effects.